Manufacturer narrative:
Based on the available information, although no product has been returned, we have determined that the specific clinical observation is a known inherent risk with use of this product. This device has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the specific clinical observation is a known inherent risk with use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this patient was admitted reporting frequent shocks. It was confirmed that the electrode had come out of position during the implant. An electrode repositioning was scheduled and during testing a device failure was identified requiring replacement. No adverse patient effects were reported. The device was contaminated and will not be returned. Additional information noted that the shocks were inappropriate.

Event description:
It was reported that this patient was admitted reporting frequent shocks. It was confirmed that the electrode had come out of position during the implant. An electrode repositioning was scheduled and during testing a device failure was identified requiring replacement. No adverse patient effects were reported. The device was contaminated and will not be returned. Additional information noted that the shocks were inappropriate.

Event description:
It was reported that this patient was admitted reporting frequent shocks. It was confirmed that the electrode had come out of position during the implant. An electrode repositioning was scheduled and during testing a device failure was identified requiring replacement. No adverse patient effects were reported. The device was contaminated and will not be returned.